Manufacturer narrative:
Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient with pre-existing keratoconus experienced excessive vault, significant reduction of endothelial cell count or significant endothelial cell loss, and significant reduction of iridocorneal angles. The lens remains implanted. Cause of the event was other. Reportedly, "excessive vault resulting in narrow angles and progressive endothelial cell loss. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
10 - product evaluation: lens was returned with residue/debris in liquid within a microcentrifuge vial. Visual inspection found a broken and bent lens. Dimensional inspection found lens to manufactured within specifications. Claim# (B)(4).

Manufacturer narrative:
B5: the lens was later exchanged for a shorter length lens. Claim# (B)(4).